Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside the balloon. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: device was manufactured on october 3, 2014 - october 8, 2014. The device was received for evaluation. Visual inspection revealed black particulate matter approximately 0.04 square millimeters in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy (ft-ir) was attempted, but the particle was insufficient to produce visible signals on the ft-ir spectra. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.